Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic with episodes of noise on the rv lead. No lead anomalies were seen on x-rays. The device was reprogrammed and a successful dft test was performed. Patient will be monitored.